Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Additional information received from the customer advised that the pcu in use was one of two (s/n (B)(4)) and the lvp was indicated to be s/n (B)(4). The evaluation is inconclusive as a deficiency with the products returned has not been identified that would have resulted in the uncontrolled flow condition reported. The event log review for pcu s/n (B)(4) identified two alarm conditions indicating the safety clamp on the set had not been activated when the door was open. One alarm was on lvp s/n (B)(4), although this event occurred prior to the reported incident date and time. The second alarm was on lvp s/n (B)(4); this alarm did occur in the morning of the reported incident date however because it was not returned for evaluation it is not possible to determine if the device was contributory to the reported event. The event log review for the second pcu, s/n (B)(4), identified that lvp module (B)(4) was not connected to this pcu during the period in question, it was only connected to this pcu 6 days later, and no infusions were performed with it during the connection period. Only one s/n (B)(4) was connected to this pcu on the reported incident date; the log shows that an infusion was started on this module at 17:46 on (B)(6), and at 06:20 on (B)(6) it was placed into standby mode then turned off at 07:20. This device was also not returned for evaluation. Functional testing on the two pcu's and lvp sn (B)(4) identified no anomalies. Physical inspection of the devices noted no damage or any anomalies. Rate accuracy testing was performed and the module was found to be delivering within specification. The root cause of the reported event was not identified.

Event description:
4mg in 100ml of noradrenaline was programmed to infuse at 1ml/hr. The report suggests that when the infusion was started the user noted a free flow and stopped the infusion.